Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery during bolus. The customer also reported reinstalling the battery on the insulin pump and everything worked fine afterwards. Troubleshooting was not done. No additional information was provided.